Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a spiderfx to treat a soft tissue plaque in the superficial femoral artery (sfa) and popliteal artery. The physician used a non-medtronic atherectomy over the wire device. The physician reported that resistance was felt in the wire during re- advancement. A kink was reported on the back half of the spider wire and the coating appeared to scrape off during re-advancement. Nothing was seen to detach from the wire. The procedure was completed using the spiderfx and was successful. No patient injury was reported.